Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The serial number is unknown. The files should be provided soon. Once more information is known, a new MDR will be provided.

Event description:
Reportedly, the implantation date is unknown. During an interrogation, the orchestra plus froze and shut down during ventricular sensing check on (B)(6) 2025. At that time, a pop-up message appeared stating that the device would be reset to its default settings. When re-interrogated, the settings had been changed to vvi mode. Returning the settings and the follow-up was completed.

Manufacturer narrative:
Despite several reminders, no files were provided. Based on the description, the most likely hypothesis is that the user has clicked on the cross over the telemetry head inducing a switch into nominal mode. The hypothesis is based on two pieces of information: - the settings were returned to the previous ones without any mention of reinitialization. - the programmer seemed to be frozen and shut down, indicating probably that at the same time as the sensing test, the cross over the telemetry head was clicked. Without any files, this hypothesis cannot be confirmed nor excluded. Based on the available data, no issue can be suspected neither on the programmer, nor on the pacemaker.

Event description:
Reportedly, the implantation date is unknown. During an interrogation, the orchestra plus froze and shut down during ventricular sensing check on (B)(6) 2025. At that time, a pop-up message appeared stating that the device would be reset to its default settings. When re-interrogated, the settings had been changed to vvi mode. Returning the settings and the follow-up was completed.